Manufacturer narrative:
Investigation of returned suspect suretrak clamp finds that the adjustment screw has been cross threaded into the clamp and is no longer functional. The reported issue was confirmed to be caused by a mechanical failure of the screw threads. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
RMA issued, replacement device shipped to site for issue resolution. No parts have been received by manufacturer for analysis. Not returned to manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion case, the site discovered that the screw thread of the suretrak clamp is stripped. There was no delay as a result of this issue, and procedure was successfully completed with no adverse effect on patient outcome.